Event description:
A review of the article reported the following adverse event. One patient had an intra-abdominal collection postoperatively which required a surgical washout.

Manufacturer narrative:
Based on the information provided, the causes of the operative complications cannot be determined. The article did not provide any specific information regarding the procedure dates or the da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Citation (apa): evolution of practice of robotic ileoanal pouches: a single-center case series in east london patel-2025-evolution of practice of robotic il.pdf. Https://doi.org/10.7602/jmis.2025.28.2.97. Section b3: date of event - due to lack of specific information regarding the event date associated with the adverse event, the article published date was used. Section d4: there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic xi system was reported. Section e: initial reporter name is the designated article correspondence author. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. No specific demographics were provided for the patients. Study demographics included 8 patients with a majority of men (6 males and 2 females) with a median age of 38 years (range 21-48 years), and a median body mass index 20.65 kg/m2. The expiration date for section d4 is not applicable.